Event description:
It was reported that a patient experienced high pacing impedance on their right atrial lead. The physician cut the lead and replaced it with a new one. No patient symptoms were reported, and the patient is stable.